Manufacturer narrative:
(B)(4):a review of the black box shows rebooting had occurred. Visual inspection revealed no physical damage to the pump. The pump was exercised for 24 hours with no power interruptions occurring. There was no internal damage observed when the pump cover was removed. The complaint could not be duplicated on investigation.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump powered off after it had been dropped. The patient replaced the battery, verified the date/time and primed the pump; however, got the "replace battery" alarm. The battery cap was secure and tight and there were no cracks or damage seen to the pump. The issue was not resolved. There was no reported patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.